Manufacturer narrative:
Additional information: d9.

Event description:
The biomedical technician (biomed) reported to fresenius technical services that a hemodialysis patient was in treatment on (B)(6) 2026 utilizing the fresenius 2008t hemodialysis machine when they became restless. The patient was laid flat. The patient relieved themselves during the treatment and the staff proceeded to clean the patient. The patient then complained and wanted to sit up. The patient stopped talking/responding and then coded. Resuscitation was unsuccessful. No alarms or issues with the 2008t machine were noted during treatment. It was requested that the device be inspected. Attempts to obtain additional information were unsuccessful. No further details could be gathered.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). Per the fst service report, the machine passed all functional testing and ran without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event.

Event description:
The biomedical technician (biomed) reported to fresenius technical services that a hemodialysis patient was in treatment on (B)(6) 2026 utilizing the fresenius 2008t hemodialysis machine when they became restless. The patient was laid flat. The patient relieved themselves during the treatment and the staff proceeded to clean the patient. The patient then complained and wanted to sit up. The patient stopped talking/responding and then coded. Resuscitation was unsuccessful. No alarms or issues with the 2008t machine were noted during treatment. It was requested that the device be inspected. Attempts to obtain additional information were unsuccessful. No further details could be gathered.

Manufacturer narrative:
Clinical review: there is a temporal relationship between hd therapy utilizing the fresenius 2008t hemodialysis machine and the patient event of cardiac arrest and death. However, there is no documentation to show a causal relationship between the adverse event and use of the 2008t machine. Additionally, there is no allegation of a machine malfunction or deficiency reported for this event. The patient became restless prior to the event and then became incontinent during the treatment which are both abnormal indications of an underlying health issue and could be an indication of the impending cardiac event. Although the cause of death was not obtained, ¿cardiac arrest accounts for a quarter of deaths among patients on dialysis.¿ based on the available information and no allegation or evidence of a malfunction or deficiency, the fresenius 2008t hemodialysis machine can be excluded as the cause of the patient¿s cardiac arrest with subsequent death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The biomedical technician (biomed) reported to fresenius technical services that a hemodialysis patient was in treatment on (B)(6) 2026 utilizing the fresenius 2008t hemodialysis machine when they became restless. The patient was laid flat. The patient relieved themselves during the treatment and the staff proceeded to clean the patient. The patient then complained and wanted to sit up. The patient stopped talking/responding and then coded. Resuscitation was unsuccessful. No alarms or issues with the 2008t machine were noted during treatment. It was requested that the device be inspected. Attempts to obtain additional information were unsuccessful. No further details could be gathered.